Manufacturer narrative:
Additional narrative: device used in a veterinary case - no patient information will be reported. Plate broke on an unknown date in 2018. The 510k: this report is for an unknown 2.4 lcp. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: this report is for a veterinary case. There was no human patient involvement. The distributor reports that the 2.4 locking compression plate (lcp) broke a few days after the surgery for a dog. This report is for an unknown 2.4 lcp. (B)(4).